Manufacturer narrative:
(B)(4). Date sent: 6/10/2026. D4 batch #: unknown. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Related report: mw5188398. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an post open cardiac surgery procedure the patient had 3-5cm third degree burn on the back, which required plastic surgery with skin grafting. Patient skin was torn and visible redness at the pad site, rem pad was used with a non-generator. Generator reported no alarm. Activation of monopolar was intermittent; constant activation not more than 10sec each time with at least 5sec non activation after. Patient hospitalization was extended for 7 days.